Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's heart beat was too higher than what the initial was set for, making the patient to feel symptomatic. The issue was resolved. The patient was continued to be monitored.